Manufacturer narrative:
(B)(4). Investigation summary. The analysis results found that the harh23 device was returned inside its package. The package was returned partially open. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged. The blister was found to be broken at one of the sides of the package and the blister was noted to be wrinkly with one tear. In, addition pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the packaging damaged so that the sterility of the device was compromised? =>yes.

Event description:
It was reported that during an unknown procedure, the package was damaged. The device was not used for the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.